Manufacturer narrative:
A field service engineer (fse) was dispatched and identified a loose/slipping wash pump belt. The wash pump was rebuilt which includes replacing the wash pump belt. In conclusion, a hardware malfunction is the cause of this event. The loose/slipping wash pump belt caused inaccurate dispense volumes and led to imprecision displayed in the multi-assay qc (quality control) failures. Reagent pack monitoring errors were also caused by the slipping belt. (B)(4). All mdrs associated with this event: MDR 2122870-2016-00345. MDR 2122870-2016-00346.

Event description:
The customer reported obtaining multiple assay qc (quality control) failures and reagent pack monitoring errors on the laboratory's access 2 immunoassay system serial number (B)(4). There were no reported erroneous patient results. This MDR represents the events that took place on (B)(6) 2016. MDR 2122870-2016-00345 represents the events that took place on (B)(6) 2016 that are related to the events on (B)(6) 2016. A field service engineer (fse) was dispatched to assess instrument performance.